Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature discharge is confirmed. The scanner shuts down prematurely when ac power is removed. Also the battery cycle is 252 which is above the factory setting of 250. The root cause of the reported failure was identified as use-related internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: battery not holding charge. (B)(6) 2021 evaluation found scanner shuts down prematurely when ac power is removed.